Manufacturer narrative:
Results: a visual inspection of the returned product found plate haptic and piece of optic torn off and missing. There was evidence of dark surgical residue on lens surface. Conclusion: based on the complaint history and the eval of the returned product, it was determined hat the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon used a aa4203tl silicone single piece lens with toric optic. The lens got stuck in the injector as the surgeon was advancing the lens. The lens was not inserted into the eye, but the tip of the cartridge touched the pt's right eye. No pt injury, cause of the event was due to loading error. No device malfunction reported.